Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the reported issue. The fse verified unit does not work on ac power. The 120 vac (voltage in alternating current) going into power supply and no dc (direct current) coming out of power supply to pm pcba. The fse replaced the power supply to resolve the issue. The device was operational and returned to service after repairs were completed.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not operate on ac power. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme verified good power to the power supply, however, there was no power out. The rse recommended power supply replacement. The bme requested onsite service.